Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age (reported as over (B)(6) old). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the thumb advancer had been unlocked and was approximately 4 mm proximal of step # 3, but had not been retracted as far proximal as possible, as reported. The vessel locator wings were bent. The bent vessel locator wings are consistent with the reported difficult removal of the device. The most likely cause for the bent locator wings is compaction of subcutaneous tissue between the distal end of the tubeset and the locator wings during thumb advancer deployment through the tissue tract, which may create distal forces resulting in bending of the locator wings preventing them from completely collapsing into the tubeset and subsequently contributing to difficult device removal and inability to achieve hemostasis. These findings are consistent with and confirm the reported experience. Based on the investigation findings, the probable cause for the difficulty of removal and inability to achieve hemostasis with this device is related to operational context during use. No manufacturing or quality issues were detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device could not be removed and the device was pulled out of the anatomy. The access ports had been used as per the instructions for use, to help release the device from the anatomy, but the physician stated he forgot to pull the thumb advancer back before the device was removed. Manual compression was applied for 5 minutes to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.